Event description:
Reporter stated that customer received the following results on 2 different meters within 6 minutes: 8.2 mmol/l (mobile system 1) and 3.3 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, this test cassette is not available to return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. (B)(4).